Manufacturer narrative:
Additional information is being requested from the field. This report will be updated if any new information is obtained.

Event description:
It was reported that this left ventricular (lv) lead exhibited out of range pace impedance measurements of greater than 2500 ohms. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that left ventricular (lv) loss of capture was also found. The lead was explanted and replaced. No additional adverse patient effects were reported.